Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant products: -g7 neutral e1 liner 36mm h/ pn 010000860/ ln 3929885, g7 neutral e1 liner 36mm h/ pn 010000860/ ln 3491004, g7 osseoti 4 hole shell 62mm h/ pn 110010249/ ln r3618024a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04088, 0001825034-2017-03910, 0001825034-2017-03911.

Event description:
It was reported that the surgeon implanted a shell and was unable to get the liner to seat. The first shell was removed and second shell was implanted. Once again the surgeon could not get either liner to properly seat. The procedure was completed with a different cup altogether. A delay of between 30 and 60 minutes was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.